Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil. Selected flow(s): device interaction/functional. Visual inspection: there are strong stress marks at the helical blade surface in the area of the flat visible. Functional test: the functional test with the also received tfna nail has shown that rotational and static locking of the blade is possible. Dimensional inspection: summary: the complaint is rated confirmed as the visible stress marks are almost over the complete flat surface of the blade, which is an indication for a blade movement in the nail under load. But a definitive confirmation of the blade migration and protrusion through acetabulum is without x-rays not possible, therefore the analysis code stripped/worn was selected. Based on the provided information no root cause can be defined. The performed function test has shown that the locking mechanism of the nail is functional as required and that the received blade can be locked as required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 04.038.410s, lot number: h280288, part manufacturing date: 27 february 2017, manufacturing site: elmira, part expiration date: 01 february 2027, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h280288 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9974143 met all specifications with no issues documented that would contribute to this complaint condition. Device history batch : null. Device history review : a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
Update: original date implanted is unknown. The fna removal because of blade protrusion through acetabulum therefore, removal was required. Patient outcome is unknown and no more information is available. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional procode: ktt. Part: 04.038.410s; lot: h280288. Part manufacturing date: february 27, 2017. Manufacturing site: (B)(4). Part expiration date: february 01, 2027. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h280288 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Visual inspection: there are strong stress marks at the helical blade surface in the area of the flat visible. Functional test: the functional test with the also received tfna nail has shown that rotational and static locking of the blade is possible. Dimensional inspection: checked dimensions with caliper per drawing: shaft diameter. Specification = pass. Thickness flat surface. Specification = 9.23pass. Start point flat surface. Specification = 5.29pass. Drawing/specification review: tfna surgical technique has been reviewed to define the locking options of the helical blade. Drawing was reviewed to defined the relevant dimensions of the helical blade. Summary: the complaint is rated confirmed as the visible stress marks are almost over the complete flat surface of the blade, which is an indication for a blade movement in the nail under load. But a definitive confirmation of the blade migration and protrusion through acetabulum is not possible without x-rays, therefore, the analysis code stripped/worn was selected. Based on the provided information, no root cause can be defined. The performed function test has shown that the locking mechanism of the nail is functional as required and that the received blade can be locked as required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that patient underwent hardware removal on (B)(6) 2019, due to a broken trochanteric fixation nail advanced (tfna). Additionally, the tfna blade had protruded through the acetabulum. Procedure outcome and patient status are unknown. Concomitant devices: locking screw (part: 04.005.526, lot: 3l16599, quantity: 1). This report is for a tfna fenestrated helical blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.